Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus positive pressure connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: the patient was a postoperative patient with intraventricular hemorrhage. Due to his condition, a PICC central catheter was placed in his right upper limb. When the responsible nurse no. 24 disconnected the spiral connector of the infusion set during the infusion, she found that the piston of the needleless connector could not rebound, resulting in a decrease in the tightness of the needleless connector. The possible catheter-related bloodstream infection was not prevented, and the needleless connector was replaced, which did not cause any harm to the patient.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: no samples were received for investigation, in which the customer has stated: ¿found that the piston of the needleless injection cap could not rebound¿. The product in use at the time is reported to be a mp1000 china from lot 24015042. Further correspondence from the customer confirmed that that the rubber stopper could not rebound. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24015042 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china product in the past 12 months.